Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, during a bladder resection, the surgeon had difficulties to inflate the balloon of this medical device and could not deflate for replacement of the catheter. This catheter has been cut without the balloon will deflate and could not be removed after maneuver of the surgeon, with the balloon still inflated. No clinical consequences. Ureteroscopy made by the hospital after the problem and urethra was not damaged.